Manufacturer narrative:
No sample was received for evaluation; therefore, we are unable to determine the root cause for the issue reported. A sample from a different lot for the same product reported was tested using a synthetic bone simulating the biopsy procedure. The needle was inserted at a 90 degree angle as stated in the directions for use and the needle did not bend. A second needle was tested by inserting the needle at a minor degree change other than what is stated in the directions for use and the failure reported could be duplicated. Therefore; based on the testing performed, the most probable cause for the issue report could be related to the angle insertion during the biopsy procedure. A device history review could not be performed since a lot number was not provided.

Event description:
Customer stated that the bone marrow needle bent at more than a 90 degree angle while needle was still inserted into the pt.